Manufacturer narrative:
Reported event was confirmed by review of photographs provided. Photographs of the articular surface shows multiple fractures on both the superior and anterior sides of the device. Scratches and gouges are also seen. Additionally, the dovetail feature is deformed. X-ray review noted, the hardware and cement appear well integrated without periprosthetic lucencies. No hardware or bone fracture. The polyehtylene liner along the patellar articular surface also appears normally positioned and integrated. There is a small to moderate sized joint effusion without intra-articular joint bodies. Slerotic body in the posterior joint recess corresponds to a fabella, normal. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Per the package insert mismatched components, foreign debris, physical activity, and trauma are a few examples. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Device location unknown.

Event description:
It was reported that a patient underwent an initial knee procedure approximately a year ago. Subsequently, the patient was revised due to wear and breakage on an unknown date. It was reported that surface wore out. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.